Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia.the event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was high at the time of event and the patient got treated with correction bolus via multiple daily injection (mdi). No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008931 have already been previously tested in the complaint (B)(4) on 20/jun/2025 test results: the reference samples were visually inspected. Test result was within specifications as per the complaint (B)(4) complaint test report. Device history record (DHR) review: the lot 6008931 was manufactured according to the work instruction (wi) version 116 manufactured in the line l-4, li39 on 01/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: trending: a query was run in database on 15/jul/2025 against malfunction code product used off-label or against the contraindications or not according to the instructions for use. [Only use if no actual product malfunction has been reported], harm code mild to moderate diabetic ketoacidosis which the patient is able to self-manage (elevated blood glucose level, presence of ketones and symptoms e.g., frequent urination, increased thirst, increased hunger, blurred vision, fatigue, headaches, abdominal pain, confusion, patient describing feeling sick) and lot 6008931 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.